Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c3-4 lms, c6-7 ps posterior fixation (2a-2b) for c5 fracture due to fall injury. It was reported that the screw was prepared for lms placement, and when it was tried to place it on a screwdriver, the screw of the product did not fit straight into the screwdriver. It did not fit and was placed askew/in a slanted angle no matter how many attempts were made, so it was replaced with a product of the same model number and size.  There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan h3: product analysis: part # g3603514; lot # h5856401 visual and optical inspection did not reveal any damage to the pedicle head or threads of the screw. The screw head nor the bone screw was bent. No fault found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.